Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. Additionally, do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulinlispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer miscalculated a bolus, resulting in a low blood glucose (bg) level that was "low" per continuous glucose monitor readings. Low bg was addressed by consuming candy and fruit, in addition to glucose gel. Additionally, it was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer had been using fiasp insulin within the pump supplies. The customer reverted to an alternate method of insulin therapy.